Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the patient experienced ocular hypertension and he was seen with herniation of the iris. The lens could not be placed and was exposed for 2 hours when the new lens was placed. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned in a company cartridge. Iol may have been placed in the cartridge for returning purpose. Reported complaint cannot be confirmed from the product evaluation. No root cause identified as the reported complaint "ocular hypertension, herniation of the iris " could not be confirmed. No damage was observed to the product. The manufacturer internal reference number is: (B)(4).